Manufacturer narrative:
(B)(6). (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient underwent posterior fixation at levels c3-c7 and th8-l3 on (B)(6) 2015. As reported, during surgery, 3 events had occurred. Surgeon could not rotate a set screw. He then replaced the product. The cutter was not able to cut a rod. Another cutter was used instead. It was difficult to remove a rod from the inserter because "a cover plate to protect a screw to adjust tension was opened and prevented the locking lever unlocking. Surgical time was delayed within 15 minutes. The products came in contact with the patient. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.